Event description:
Ous MDR. The pt came to the emergency room of the clinic because of several shocks. The ICD showed several episodes with oversensing in the holter, after an implantation time of 40 months. The lead did not show any visible damage in the upper third. The lead was not returned for analysis.

Manufacturer narrative:
The ICD first underwent a visual inspection, during which abrasion traces were detected on the ICD housing. This is a sign of possible abrasion of the lead insulation. The ICD underwent a status interrogation, during which device status eri was displayed. The memory contents of the ICD were checked. The complained-about oversensing was confirmed. The ventricular iegm showed artifacts. The shock table documents 60 charge processes, most of them canceled. The signal sensing of the ICD was checked and proved to be free of noise. The idc sensed supplied signals without oversensing. The therapy capability of the ICD was checked. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a 30-joule defibrillation shock. The specified energy level was reached. The charge time was normal. The ICD had been implanted for 40 months, a number of 60 charge processes were documented. The charge drawn from the battery was checked. The battery depletion turned out to be as expected. In summary, the device state eri was to be expected. There was no device defect. The sensing, in particular, turned out to be normal.